Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The angio graphic j wire was initially observed and utilized in the left proximal popliteal artery without issue. The wire was prepped for use as per the IFU. The target lesion had plaque present, little calcification, little tortuosity and 40-50% stenosis. No resistance was felt advancing the wire. Upon the 4th use and removal of the j wire from the catheter, it was noticed the wire seemed longer than earlier usage and upon further observation, a smaller transition in diameter of the wire was also noticed at the distal end. Fluoroscopy was utilized by the physician to confirm that the entire wire was removed. No patient injury is reported.

Manufacturer narrative:
Product analysis: as received the wire is bent/ kinked in three locations at the distal end of the wire. The movable core of the wire is withdrawn approximately 30 cm. The movable core could no longer be moved due to the kinks in the distal end of the wire. No notable defect other than physical damage was noted. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Additional device analysis: no notable defect other than physical damage was noted. The device was found to conform to the end item drawing. The guide wire appeared longer because the moveable core wire had been partially removed from the spring during retraction. The outer diameter appeared to be smaller, because the diameter of the core wire is smaller than the diameter of the spring. No discrepancies were found. If information is provided in the future, a supplemental report will be issued.